Event description:
The customer has reported that the control module has a broken green port dc adapter connector. This did not occur during a procedure. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and performed service test and found the dc motor adapter was broken. To correct this issue the analysis site performed the dc motor adapter upgrade. After servicing and upgrades the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.